Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the setup joint(suj) to resolve the issue. The worn out power cord was also replaced. The system was tested and verified as ready for use. Isi did not receive the suj involved with this complaint to perform failure analysis. The power cord involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 23072 was displayed. The customer called intuitive technical support engineer (tse) after the issue, they performed system reboot but the issue wasn't fixed. Tse checked the error in logs and found 23072 pointing to universal surgical manipulator (usm) 4. Tse asked if it was possible to continue the procedure with 3 usms, site said no and completed the procedure with another system. The procedure was completed with delay less 30 minutes with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the set up joint (suj) involved with this complaint to perform failure analysis. The suj was analyzed and failure analysis investigation was confirmed by error 23072 in the field logs, but the error could not be replicated on the system.

Event description:
Refer to h10/h11 for follow-up information.